Event description:
It was reported that a dexcom g7 continuous glucose monitor used with an ilet device experienced signal loss, showing dashes in the ilet display, with intermittent communication failure noted; the sensor had been in place for eight days and the provided sensor pairing code was 8232, and the device components implicated included the electrical/magnetic system and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between components, consistent with intermittent communication failure involving the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.